Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of medical devices: product ID w1dr01, serial# (B)(4), implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency room complaining of the implantable pulse generator (ipg) hurting and feeling like something was wrong with it. It was also reported that the right atrial (ra) lead had dislodged, falling into the ventricle causing severe diaphragmatic stimulation and high thresholds. The lead was later repositioned, and both the lead and the device remain in use. No further patient complications have been reported as a result of this event.